Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown right triathlon poly. An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
The patient was experiencing severe pain, a burning feeling and a sensation of the knee 'going out' on him. The surgeon exchanged the poly insert to improve stability.